Event description:
This device was implanted on (B)(6) 2012, and was explanted on (B)(6) 2016, due to infection. In addition, this device was used as an external temporary pacer from (B)(6) 2016. The physician was dr. (B)(6), at (B)(6) hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).